Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the wire [suture] of the proglide device was broken [separated]. A second proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.